Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the shaft was cracked. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. A 4.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 30 seconds, the proximal side of the shaft from the balloon has cracked. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that the shaft was cracked. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified vein. A 4.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 30 seconds, the proximal side of the shaft from the balloon has cracked. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: a symmetry was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from the shaft that was noted to be damaged located approximately 16mm proximally from the proximal balloon bond. The balloon was unable to fully inflate due to the shaft leak. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis.